Event description:
Customer reported the left monitor image is distorted. No pt injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and replaced the interconnect cable and lemo connector. System operates as intended. This MDR is related to ge healthcare complaint.